Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the "manual tube release needs to keep being reset" was confirmed during product evaluation. Quality engineering determined the problem to be failure code 810:11. The root cause of this condition was not identified. An air in line test was performed during the rit test and the pump passed, therefore no repairs were needed to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. The facility representative contacted baxter to report a colleague infusion pump where the "manual tube release needs to keep being reset." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the general patient ward. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. This condition has the potential to cause an interruption of delivery. The event occurred in the general patient ward. There was no patient involvement. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.